Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Result: based on our inspection results, we can determine accelerated outflow as well as deposits at the valve at the time of our inspection. The cause of the accelerated discharge could be the deposits detected. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx554t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve was believed to be operated in over-drainag, adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 19 years. Height: 170 centimeters (cm). Weight: 70 kilograms (kg). Gender: unknown.